Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and hyperglycemia. The reported blood glucose reading was 580 mg/dl. The customer complained of nausea, vomiting, chest pain, shortness of breath, and confusion prior to being admitted to the hospital. Troubleshooting was performed and found that the basal rates were programmed correctly. The time on the insulin pump was incorrect, so the customer was assisted with correcting it. The prime test passed. The initial high pressure test failed. However, after changing the reservoir and infusion set, the high pressure test passed. The customer stated that previously he had some problem priming and rewinding the insulin pump, but the insulin pump now appears to be functioning normally. At the time of the phone call the customer's diabetes was being treated with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.